Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to receiving an error on the non-tandem continuous glucose monitoring system, the basal software was unable to suspend insulin delivery. Customer's blood glucose (bg) lowered to 39 mg/dl. Apple sauce and juice were consumed to treat bg level.